Manufacturer narrative:
Batch review performed on 10 march 2025: lot 2320177: (B)(4) items manufactured and released on 08-feb-2023. Expiration date: 2028-01-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Visual inspection performed by medacta spine r&d project manager: the implant is conform. The screw has been implanted successfully in a sawbone pcf30. The cause of the loosening is not associated to the implant. Although a specific root cause cannot be confirmed, it is most likely that the unique conditions occurring during the surgical application influenced the reported issue. The investigation does not indicate any potential manufacturing related issue or systemic deficiency and the tests performed had positive results.

Event description:
Revision surgery at 1 year 8 months due to a 6mm loose screw. The surgeon implanted a 7mm and the surgery was completed successfully.